Manufacturer narrative:
(B)(4). Conclusion: aortic bifurcation 9.6 mm in diameter.

Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of a 4 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported as the aortic bifurcation was 9.6 mm in diameter, was thrombus from the aorta and aneurysm sac that was dislodging and throwing blood clots distal. Prior to the evar procedure the patient¿s had bilateral iliac occlusion with bare metal stents in iliacs. Prior to the evar procedure, the right side was occluded again and the physician performed a fem/tib bypass to restore flow. Due to the poor blood flow prior to evar procedure the left leg was most likely going to require bka(below-knee amputation). The physician implanted the endurant 16x10x124 iliac limb into the contralateral gate and started to deploy. The top of stent graft started to open, flower, then just below top of stent graft it stayed constrained even when graft cover was well below, prob. 6-8 cm below top of stent graft. The stent graft either was candy caned twisted when loaded or the thrombus present prior to implantation of the stent graft was pushing against contralateral device along with the small lumen in aorta, causing the constriction of the stent graft, limiting blood flow distally. After deployment the stent graft slid down and there was only 1cm overlap between the bifurcated stent graft and the iliac limb. The physician elected to bridge the insufficient overlap with two endurant devices 16x16x82 and the 16x10x124. This opened the stent graft up restoring blood flow. The physician also implanted balloon expandable stents within native iliac limbs of both iliacs due to diseased vessels. No additional clinical sequelae were reported and the patient is fine.